Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Ketone strips were not returned for evaluation. Most likely underlying root cause: mlc-1: user had an inaccurate reference note: manufacturer contacted customer in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: manufacturer reviewed and updated the risk analysis report for the ketone strips on march 2019. Customer complaints for open vial and others were reviewed for possible MDR based on internal update of the risk report and the severity of harm, the complaint is reportable, however no adverse event or medical intervention was reported at the time of the call. Complaint 12 of 14.

Event description:
Consumer reported complaint for ketone test strips negative/ no change trace results. Customer stated the ketone test strips are not changing color. Customer stated she has two boxes of ketone test strips 50 CT with the same lot number. No adverse event or medical intervention was reported